Event description:
The manufacturer received information regarding a bipap s/t c-series device. A healthcare facility reported that the device went into automatic power off about a half an hour into use. There is an allegation that the patient's dyspnea worsened, experienced confusion and drowsiness, and the pco2 was reading high. Pulmonary encephalopathy was considered, and the non-invasive ventilator was immediately switched. The patient's consciousness gradually recovered, and he was conscious. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.